Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced sbc and verified operation. System operated as intended.

Event description:
It was reported that the 9800 system at first turn on would not boot. Following turn ons no problem. No patient injury reported.